Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On 04/13/2025, it was reported that the patient¿s husband could tell something was wrong with the patient. The patient¿s bg meter reading was tested at this time and was low mg/dl, but the cgm comparison value could not be recalled. However, the patient mentioned that the cgm had been reading 100-120 points off. The patient was wearing a tandem mobi insulin pump. The patient couldn¿t talk, could hardly drink, couldn¿t swallow, and her ¿eyes were rolling¿. The patient¿s husband treated the patient with (4) juice boxes. After this, the patient stabilized. The patient¿s bg meter reading was tested again, but no specific value could be recalled. The patient did not seek assistance from a higher level of care. The patient went back to bed after she recovered. The patient was in ¿stable¿ condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.